Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 9dpeg10a for evaluation. The returned meter was tested with the returned test strips, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer details, age and weight were not provided. The model # was not provided.

Event description:
An advocate from (B)(6) reported that the customer obtained a blood glucose reading of 591 mg/dl at 11:08 p.m. On the contour next link 2.4 meter. The customer was given 3 units of insulin. Repeat testing was performed with the contour next link 2.4 meter and following readings were obtained: 97 mg/dl at 11:10 p.m., 129 mg/dl at 11:12 p.m., and 91 mg/dl at 11:13 p.m. The customer was given fruit juice to prevent low sugar levels. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.